Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Post-operatively the patient developed severe hemolysis in conjunction with increased pump power and low pulsatility indices. Ramp studies revealed the aortic valve was opening in a 1:1 ratio despite increasing the pump speed. The patient's lactate dehydrogenase levels were significantly elevated, and his plasma-free hemoglobin level was in the 1000''s mg/dl suggesting significant hemolysis and pump thrombosis. The patient had no coagulopathy issues. His inr goal was 2.5-3.0. His inr post-operatively was subtherapeutic until (B)(6) 2014. The patient underwent a pump exchange on (B)(6) 2014. It was determined that his right heart was functioning well enough that he could potentially survive without a right ventricular assist device. The pulsatility index improved with the second pump and there were no reported issues with the second pump which was functioning as expected. Unfortunately, the patient developed severe vasoplegia after returning to the ICU that was not recoverable. He was on maximum doses of vasopressin, phenylephrine, epinephrine, and levophed without adequate blood pressure. He also received maximum doses of flolan and remained intubated with low additional supplementary oxygen. He required a large amount of volume to obtain an adequate blood pressure and bleeding cessation and required transfusion of multiple blood products and packed red blood cells. A methylene blue infusion was initiated in attempts to obtain an adequate peripheral blood pressure due to his severe cardiogenic shock. Over the next two post-operative days he had increasing oxygen requirements and difficulty maintaining an adequate spo2. Additionally, the patient's blood cultures were positive for pseudomonas suggesting a sepsis component existed. The patient experienced acute renal failure post-implant, progressing to multisystem organ failure due to the initial suspected thrombus. The patient's family elected to withdraw care on (B)(6 )2015.

Manufacturer narrative:
The evaluation of vad-(B)(4) confirmed the report of suspected pump thrombosis. Tissue-like thrombus formations were adhered around the inlet bearing cup and inlet bearing ball. The thrombi appeared to have formed in laminated layers and were denatured, indicating that they likely developed on the bearings over an undetermined amount of time while the pump was operating. Additionally, a flat tissue-like deposition was lightly adhered to the blood contacting surface on the interior of the blood tube, flat tissue-like depositions were lightly adhered to two of the rotor vanes, and a non-laminated tissue-like deposition was wrapped around the outlet bearing cup. These depositions showed evidence of denaturing indicating they were present during pump operation; however, a duration in which they were present in the pump cannot be determined. These depositions did not appear to have originated in these locations; however, their specific origins cannot be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions. A revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 35 days. (B)(4). The lvad was returned to the manufacturer for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.